Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that the display device showed a transmitter failed error on (B)(6) 2019 . No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. The probable root cause was determined to be a low battery that led to a transmitter failure.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and a failed transmitter error was found within the investigation window. The allegation was confirmed. The root cause was determined to be low transmitter battery voltage.